Event description:
The customer reported being hospitalized due to high blood glucose levels and muscle spasms. Prior to being hospitalized, the customer had given herself a 10 unit bolus, but the insulin pump alarmed no delivery. The customer stated that she changed the infusion set after being released, and her blood glucose levels did go down. However, the customer felt that the insulin pump was not delivering insulin once the battery reached its final bar. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.